Manufacturer narrative:
Zimvie complaint number(B)(4). A1: patient identifier unknown / not provided a2: age and date of birth unknown / not provided a3: patient sex unknown / not provided a4: weight unknown / not provided b3: date of event unknown / not provided it is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the internal plastic sleeve packaging was fractured and when the doctor opened it; the implant fell onto the floor. No additional information was provided.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109 and 4111. H6: investigation findings code was added: 111. H6: investigation conclusions code was added: 25. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation was performed, the returned implant and packaging have signs of being used. The implant was identified as reported, and the inner vial was observed fractured / damaged. Apparent bone / tissue was seen attached to the implant's external threads. The implant's outer vial tamper seal was observed broken. The conditions of the product / packaging when delivered to the customer are unknown / non-verifiable. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review was performed for the reported lot number 1252623 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was likely customer error when handling the product. Therefore, based on the available information, packaging malfunction did occur. However, the implants inner vial was cracked due to the customer dropping it onto the floor. The reported event was non-verifiable, as the conditions of the product / packaging when delivered to the customer are unknown. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.